Manufacturer narrative:
Citation: jategaonkar sr et al. Transfemoral aortic valve-in-valve implantation with the corevalve evolut for small degenerated stented bioprosthesis. Journal title. Publish date; volume(issue):pages. Doi: not available ¿ full text article attached. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve-in-valve implantation using the 23 mm corevalve evolut r in high-risk surgical patients with degenerated 21 mm mitroflow bioprosthetic valves. All data were collected from a single center. The study population included 4 patients (mean age 87 years), all of which were implanted valve-in-valve with a 23 mm medtronic evolut r bioprosthetic valve into a degenerated 21 mm mitroflow bioprosthesis. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation due to complete atrioventricular block (1 patient) and mildly elevated mean transvalvular gradients (2 patients). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.